Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the wake button was jammed in, making difficult to press. The customer's blood glucose level was not impacted. Reportedly, the customer was able to use the full functionality of the wake button. The customer had manual injections available as alternate insulin therapy.